Manufacturer narrative:
The customer response confirms that no serious injury occurred and that there was no device malfunction evident. Cancel MDR.

Event description:
Was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, administration of drugs, etc.)? (Detail) answer: catheter removal and exchange is performed. Was there exposure of blood/chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If yes, indicate whether the exposure was from the patient or the practitioner and what measures were taken. (Detail). Answers: no. What medication was being administered? Answer: ampicillin and dextrose were being administered. What was the additional medical treatment needed for each defined patient? Answer: the patient listed in the safety event required a catheter change. Could you please conform the number of events that occurred? Answer: to date two related incidents are found. To help identify the problem with the device: did you identify any specific device deformities of the probe or catheter? Any visible problems with the physical construction of the catheter? Response: according to the in-service review, no physically visible problems were evident with the catheter. It is stated that the catheters were removed. Answer: the catheters were removed. What treatment did the patients require due to the reported events? Answer: catheter change and insertion limb to provide continuity of drug therapy.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard used in patients that have acquired superficial vein thrombosis (venous cord). The following information was provided by the initial reporter, translated from spanish to english: we have noticed in the newborn unit a significant increase in phlebitic reactions such as: redness in the area of the catheter, redness in the area of the vein, sometimes superficial venous thrombosis (venous cord), so we kindly ask you to review the brand and batches of peripheral catheters that you are sending to the peripheral catheters that are being sent to the service, in order to guarantee the safety of the care provided to our patients. I request to review batch we have two reports from the newborn unit.